Event description:
The customer contacted baxter's service center regarding air in the line, which occurred on the home choice (hc) during initial drain. The caregiver (cg) stated that they left the clamp closed on the patient line during the prime and did not realize it until after the initial drain started. The cg needed to start over with new supplies but needed assistance. The technical service representative (tsr) walked the cg through ending therapy procedure. The cg ended therapy and would start over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was use error - close clamp. The label review found the labeling adequate for the use error in this complaint.